Event description:
Pin was missing from the male adapter of the regulator allowing it to be inserted into the nitrous oxide outlet. Nitrous oxide was administered instead of supplemental oxygen during an MRI procedure. Pt experienced respiratory distress and was provided breathing support to maintain oxygenation levels. Pt was admitted to the emergency department for further monitoring prior to discharge.